Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (4539289) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to the pump staying depressed. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the longer exhaust tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. Partial separations, surrounded by abrasion, were noted on the exhaust tubes of cylinder 1 and cylinder 2. These were not sites of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. Abrasion was noted on the inlet tube of the reservoir. A separation was noted on the bladder of the reservoir. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. The information received indicated the device was difficult to inflate, but because no functional abnormalities other than instrument damage were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.